Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19, 2007. Evaluation summary:evaluation was performed and the reported condition of failure code 812:02 was confirmed. Inspection of the pump revealed defective pump head, caused thefailure code 812:02. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly